Event description:
False negative result(s). The customer stated, "me and my gf felt bad a month ago and tested negative. Well I felt bad this yesterday morning and went to the doctor today and I came back covid positive. And I came home to take a test just to see if they work. And 3 tests all came back negative. These are trash don't buy them.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.